Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this pacemaker experience symptoms of coughing uncontrollably when pacing. It was noted that the muscle stimulation had been occurring since implant five months prior. The physician was considering performing a lead revision but the right ventricular (rv) lead was determined to be in the outflow tract, as implanted thus the physician opted to turn rv pacing off completely. Three months later the muscle stimulation from pacing continued to occur, thus a lead revision was performed. During the revision the helix on both the right atrial (ra) and rv lead took multiple turns to retract and would not re-extend. Subsequently the physician explanted the leads. New leads were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received information that the lead was returned with the helix retracted and dried blood and body fluid noted in the terminal opening and helix area. Surface electro-cautery damage was also noted on the insulation. Resistance testing found the lead to be electrically continuous. A laboratory technician tested the helix mechanism and found it was nonfunctional, which was thought to be due to the dried blood and body fluid. Based upon the field allegation, analysis determined the reported helix issue occurred in the field. Analysis was unable to confirm the field allegation of muscle stimulation.